Manufacturer narrative:
Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was a possible malfunction on the implantable pulse generator (ipg) and it was explanted and replaced. It was also noted that the patient had experienced multiple syncopal episodes at home and there was a loss of capture. It was noted that there was loss of slack on the left bundle branch right ventricular (rv) lead and the lead was revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-58 lead, implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they have been having a lot of trouble with their implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that there was a possible malfunction on the implantable pulse generator (ipg). It was also noted that the patient had experienced multiple syncopal episodes at home and there was a loss of capture. It was noted that there was loss of slack on the left bundle branch right ventricular (rv) lead and the lead was revised. No further patient complications have been reported as a result of this event.